Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported 'rupture with fluid leakage' and 'cyst'. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/may/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/jul/2024.

Event description:
Patient reported left side device rupture with fluid leakage and cyst diagnosed via MRI, mammography and ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6(b), h6.

Event description:
Patient reported 'rupture with fluid leakage' and 'cyst'. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, b.6, d.6a, d.6b, h.6.

Event description:
Patient reported left side device rupture with fluid leakage and cyst diagnosed via MRI, mammography and ultrasound. The device has been explanted and replaced with another manufacturer's device.